Event description:
Reporter indicated a vns pt presented with high impedance on diagnostic testing. There is no report of trauma or manipulation. A battery life calculation revealed the generator is 0.29 years until the eri=yes. The MFR reviewed x-rays and no obvious anomalies were observed that could be contributing to the reported high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Code: x-rays reviewed by the MFR, no gross lead discontinuities visualized. Code: device failure is suspected, but did not cause or contribute to a death or serious injury.